Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber flashed and stopped firing at 6,217 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be attached and intact, however, drilled through. The cap was also found to exhibiting detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.